Event description:
Per the clinic, the patient experienced pain with stimulation following a fall. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.